Event description:
On (B)(6)/2023, it was reported by a sales representative via sems that an ar-3355-4031 4k c-mount arthroscope would not swivel independently for the resolution to be seen/adjusted on the scope. This was discovered during use. The case was completed with a different scope. No patient harm.

Manufacturer narrative:
The contribution of the device to the reported event could not be determined as the device was not returned for evaluation. The root cause of the event could not be determined from the information available and without device evaluation. If the device becomes available for evaluation, a follow-up report will be submitted.

Manufacturer narrative:
Additional information: d9, g3, h3, h6. Complaint is confirmed. Functional testing was performed, and the device did not work as required due to the damage to the lens. Visual evaluation found that the device has the lens damaged and around the edges chipped. The most likely cause of this condition is user error due to the lens damage, and the scope won't be able to adjust.